Manufacturer narrative:
(B)(4).the cine of the event was received and reviewed by an abbott clinical specialist who concluded the following: the stent shortening is not confirmed. The stent does not appear to change in length in the images provided.it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: balance middleweight. Guide cath: 6fxb3.0. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the non-calcified, moderately tortuous, proximal and distal left circumflex (lcx). The proximal lesion was located just below the ostium. The 3.5 x 33 mm xience xpedition stent implant was carefully placed just above the ostium and deployed at 14 atmospheres (atm). Some pinching was seen at the proximal end of the stent so post-dilatation was performed at 14 atm on the distal end and 18 atm in the mid and on the proximal end of the stent implant. The proximal left end of the stent in the lcx, below the ostium, looked more radiopaque which was suggestive of stent shortening (approximately 2 mm) as the struts reached below the ostium. High pressure post-dilatation was performed on the proximal end of the stent implant. Timi iii flow was seen with no significant residual stenosis. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.